Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during a bronchoscopy procedure performed on (B)(6) 2022. During the procedure when the balloon was placed in the stricture, the balloon burst when it reached 13.5 mm. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: device code (B)(6)captures the reportable event of balloon burst. Block h10: investigation results the returned cre pulmonary dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the proximal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 7mm from the proximal bond. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during a bronchoscopy procedure performed on (B)(6)2022. During the procedure when the balloon was placed in the stricture, the balloon burst when it reached 13.5 mm. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.